Event description:
It was reported that an infusor was observed to be leaking from the blue-winged cap/luer connection. This event was observed after filling with an unknown drug. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation. Visual inspection and leak testing found no evidence of a leak. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.